Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('claiming perforation:other/perforation (uterus)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included benign essential hypertension. Concurrent conditions included endometrial polyp. On (B)(6) 2013, the patient had essure inserted. In january 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems") and fatigue ("fatigue"). In january 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In february 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), night sweats ("night sweats"), hot flush ("heat flashes"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and migraine ("migraines / headaches") and was found to have weight decreased ("weight loss"). The patient was treated with morphine. Essure treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, female sexual dysfunction, vaginal infection, bladder disorder, urinary tract disorder, night sweats, hot flush, cystitis, urinary tract infection, migraine, fatigue and weight decreased outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hot flush, menorrhagia, migraine, night sweats, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal infection and weight decreased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea, pelvic pain, abdominal pain, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2013: negative.. Hysterosalpingogram - on (B)(6) 2013: unknown. The essure coils demonstrate normal appearance. Sterilization cannot be confirmed, repeat examination is recommended.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and medical record received. Events added: abnormal bleeding (general), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, urinary problems, night sweats, heat flashes, bladder infection, urinary tract infection, vaginal infection, migraines / headaches, dyspareunia (painful sexual intercourse), fatigue and weight loss. Event clubbed and pt term updated: claiming perforation:other/perforation (uterus). Reporter, medical history, treatment drug and lab data were added. On (B)(6) 2019: wrong source document attached. On (B)(6) 2019: amendment: reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('claiming perforation:other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). Essure treatment was not changed. At the time of the report, the perforation, dysmenorrhoea, pelvic pain, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain and perforation to be related to essure. The reporter commented: patient received treatment for dysmenorrhea, pelvic pain, abdominal pain,menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: previously reported event "injury" was updated to" dysmenorrhea (cramping)",events- "pelvic pain, abdominal pain , menorrhagia (heavy menstrual bleeding), perforation" added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.